Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was retuned for inspection. Visual inspection found no issues on the pump. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06254: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
The complainant reported that the 59-year-old male patient experienced persistent oozing from their access site following impella cp implant. While the condition was originally managed with manual pressure and femostop, but the bleeding eventually worsened and the decision was made to explant the pump. A balloon tamponade was placed above the access site during impella removal and the site was successfully closed.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿